Event description:
It was reported that prior to starting a davinci assisted rectopexy surgical procedure, the robot did not recognize the small grasping retractor instrument (the yellow light was flashing). The device was not used on the patient and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was told that there were no further details available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. For clarification, the instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. An additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Common causes of this failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This event is considered a reportable malfunction due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.